Event description:
The olympus field service engineer (fse) reported the cutting knife broke off during a therapeutic endoscopic submucosal dissection procedure. There was no patient injury reported. The knife broke outside of the patient and no parts of the device fell into the patient. The procedure was completed with another device. The subject device was inspected before use and found normal.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for inspection. It was found that the subject knife has been used and its distal end knife head was missing. Some stains could be observed inside the sheath. After disassembling the sheath, it was found that the inner cutting wire was melted and broken. The subject device was manufactured in june, 2021, but the specific dates is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely cause of the reported event might be the following: 1) due to the factor described below, spark discharge between the tissue and the cutting knife occurred during output activation: -the output setting for activation was too high -the electrosurgical unit was used in the coagulation mode. -the output activation time to was too long. -contact length between the tissue and the cutting knife was short. 2) high heat caused by spark discharge was locally applied to the cutting knife. Therefore, the strength of the cutting knife decreased. The cutting wire was also scorched. 3) a force to perform tissue incision was applied to the cutting wire which has the reduced strength. This caused the cutting knife to break and fall off. A definitive root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: ¿"do not use this instrument and a cord in an output higher than the rated high-frequency voltage in the table on page 5. This could cause patient, operator or assistant injury, such as thermal injury. It could also damage the endoscope, instrument and/or a cord. ¿when the electrosurgical unit is used in the coagulation mode, deformation or break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using grasping forceps. ¿always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as perforation, bleeding or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife. When a high-voltage waveform has to be used, minimize the duration of current application. -electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation ¿be careful not to use excessive force when removing tissue attached to the cutting knife. When the distal end is subjected to excessive force, for example, when scraping with excessive force the cutting knife by tweezers, etc. Or when extending and retracting the cutting knife abruptly and continuously, it may break the cutting knife." Olympus will continue to monitor field performance for this device.